Event description:
Reporter alleged the customer obtained a result of 130 mg/dl on the compact system, and she gave him his normal 30 units of novolog 70/30 as he began eating dinner. Reporter stated that he began experiencing hypoglycemic symptoms and she obtained a result of 126 mg/dl on the same system. She reported that she called the doctor and took the customer to the ER where a 27 mg/dl was obtained on the ER meter 45 minutes later. She stated they treated him with orange juice and also for pneumonia. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.